Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was not closed. A field service engineer reattached housing to resolve the issue. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that when using the es, the refrigerator door would not close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.